Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of ¿probe broke.¿ although the suspect device has been received, the evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination confirmed that the returned ultrasound probe was broken apart at approximately 34 cm from the distal end. The surface presented heavy scratching in several areas. An examination of the fractured surfaces found the ends to align without missing material, and the etched number on the device was visible and complete. Four small pieces of metal were also returned, but were determined not to be a part of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the condition of the returned device and the evaluation conducted, the most probable root cause classification is use/user error.

Event description:
It was reported to boston scientific corporation that an ultrasound probe was used for a percutaneous nephrolithotomy procedure on (B)(6) 2015. According to the complainant, during the procedure, the probe broke and fell inside the patient. The physician used grasping forceps to retrieve the broken probe fragments. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an ultrasound probe was used for a percutaneous nephrolithotomy procedure on (B)(6) 2015. According to the complainant, during the procedure, the probe broke and fell inside the patient. The physician used grasping forceps to retrieve the broken probe fragments. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient¿s condition at the conclusion of the procedure was reported to be fine.